Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. The evaluation confirmed that gas delivery accuracy, monitoring performance, and all other functional checks were within specification, and no malfunction was identified. A review of the device log file confirmed the reported dose fluctuations. The reporting hospital indicated the device was being used for compassionate, off-label treatment outside its cleared indications and design parameters, and available information indicates the user was not following the applicable technical guide. Information regarding operation with the hfov 3100a ventilator, including warnings and troubleshooting guidance related to operation at 10 hz, is described in the device technical guide (section 10, pages 10-15). The hospital stated the outcome was anticipated due to the patient's critical condition and did not identify the device as a contributing factor. A causal relationship between device performance and the reported patient outcome cannot be established. Per 21 c.f.r. 803.16, a report or other information submitted by a reporting entity under this part, and any release by FDA of that report or information, does not reflect a conclusion by the party submitting the report or by FDA that the report or information constitutes an admission that the device or the reporting entity, caused or contributed to the reportable event.

Event description:
[E1] was notified of monitored nitric oxide (no) concentration fluctuations during delivery of inhaled nitric oxide therapy to a 500-gram micro-premature neonate with severe hypoxemia. The device was being used for compassionate, off-label treatment outside its cleared indications and design parameters, and available information indicates the user was not following the applicable technical guide. Fluctuations were reported after changes to ventilator settings. The device was placed in manual mode, and no further issues were reported. The patient experienced cardiopulmonary arrest and subsequently expired. The hospital stated the outcome was anticipated due to the patient's critical condition and did not identify the device as a contributing factor. The returned device evaluation confirmed all performance parameters were within specification and no malfunction was identified. A causal relationship between device performance and the reported outcome cannot be established.